Event description:
It was reported that during a gastric revision procedure when removing the cartridge from the device the cartridge pan was staying in the jaws of the device. This occurred with the first and second firing of the device. The procedure is still going on at this time. A second device was used to continue the procedure.

Manufacturer narrative:
(B)(4). Batch: (B)(4). Manufacturing date: 03/02/2015 05:50 pm. Product exp. Date: 02/02/2020 05:50 pm . Results: a batch record review was performed and no anomalies were found during the manufacturing process. Batch: (B)(4) manufacturing date: 02/16/2015 08:34 am. Product exp. Date: 01/16/2020 08:34 am . Results: a batch record review was performed and no anomalies were found during the manufacturing process. The analysis results showed that three gst60g cartridge reloads were received. Cartridge (a, b) gst60g, (B)(4) were received fully fired and in good visual conditions. Cartridge (c) gst60g, (B)(4) was received fully fired and with the cartridge pan dislodged. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.